Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse tested the unit and was unable to calibrate the helium regulator. To fix the issue, the fse replaced the helium reservoir fill assembly and was then able to calibrate the regulator to meet specifications. The fse performed the iabp diagnostic tests. The iabp unit passed all safety and functional tests; and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(4).

Event description:
It was reported that during preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) found that the helium regulator was faulty; it would not pass the helium regulator test and was unable to calibrate. There was no patient involvement and no adverse event was reported.